Manufacturer narrative:
Corrected data: b5: updated event description to account for event discovered, during pae by olympus. E1: changed to olympus. And h6: health impact code changed from 2199, no health impact or consequences to 2645, no patient involvement. This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. And since, the device malfunction was not confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device inspection. The colonovideoscope exhibited an e315 scope communication error. There were no reports of patient involvement.

Event description:
It was reported the colonovideoscope had no image and displayed an e315 unsupported scope error message. The issue was discovered during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.